Manufacturer narrative:
The device was discarded at the account. The device history report cannot be reviewed since a lot number has not been provided and the device is not available for evaluation. If additional info is received, a follow up report will be filed.

Event description:
It was reported that during a total hip replacement, the surgeon bumped the tip of the device against something in the pt, causing the tip to fall off into the femoral canal. The tip was unable to be retrieved. The procedure was successfully completed with no delay and the pt was not prescribed any additional antibiotics aside from the antibiotics prescribed for the procedure.